Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a vasospasm. The target lesion was located in the 2nd obtuse marginal (om) with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 24 mm study stent. During the index procedure, after inserting a mach 1 guide catheter a vasospasm was noted. This was treated with administration of verapamil ia. Following the post dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).